Event description:
During the shoulder scope, air bubbles consistently were entering into the camera, upon inspection of the apex arthroscopy tubing set, it was discovered that the tubing had a malfunction and the y connection was leaking, allowing air bubbles to get into the tubing. We had to completely replace the tubing and it caused a five minute delay in or time during the tubing change.